Event description:
It was further reported that the ventricular assist device (vad) had power consumption below normal operating range. The controller and the ventricular assist device (vad) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one hvad pump and one controller were not returned for evaluation. Analysis of the event log files revealed seven controller power-ups with their associated motor starts since (B)(6) 2017. The maximum time the controller was without power was for 7 minutes 3 seconds, 27 seconds, 13 minutes 34 seconds, 4 minutes 38 seconds, 4 minutes 44 seconds, and 7 minutes 10 seconds; respectively. As a result, the reported "power up" event was confirmed. The reported low flow event was confirmed through log file analysis which revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2017 to parameters below the normal operating range associated with a decrease in vad speed. Nine low flow alarms recorded since (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation has been opened to evaluate events involving the controller losing power and implement corrective actions as required. Other devices involved in this event: d1: heartware ventricular assist system ¿ controller 2.0 d4: controller 2.0 / (B)(6) / model #: 1403us / catalog #: 1403us / expiration date: 2016-12-31 UDI #: (B)(4) d10: no dev rtn to MFR? No h4: mfg date: 2015-12-31 h5: no h6: device code(s): c63025 h6: FDA method code(s): 4114, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4315 d1: heartware ventricular assist system ¿ pump d4: pump / (B)(6) / model #: 1103 / catalog #: 1103 / expiration date: 2018-01-31 UDI #: (B)(4) d10: no dev rtn to MFR? No h4: mfg date: 2016-01-31 h5: yes, if pump h6: device code(s): c62860 h6: FDA method code(s): 4114, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4310 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: b3. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: h10. Product event summary product event summary: one ventricular assist device (vad) and one controller were not returned for evaluation. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned battery in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. Review of the log files revealed that the battery discharged as expected when in use. As a result, the reported battery "does not hold a charge" event could not be confirmed. Analysis of the event log files revealed seven controller power-ups with their associated motor starts since (B)(6) 2017. The maximum time the controller was without power was for 7 minutes 3 seconds, 52 seconds, 27 seconds, 13 minutes 34 seconds, 4 minutes 38 seconds, 4 minutes 44 seconds, and 7 minutes 10 seconds; respectively. As a result, the reported "power up" event was confirmed. The reported low flow event was confirmed through log file analysis which revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2017 to parameters below the normal operating range associated with a decrease in vad speed. Nine low flow alarms recorded since (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received have been updated accordingly. It was reported that the battery was involved with pump stops and would rapidly discharge. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing.  Log file analysis of the associated controller ((B)(4)) revealed that the battery discharged as expected when in use. In addition, seven controller power-up with their associated motor start events were logged on since 03-18-2017. These events are indicative that both power sources were disconnected from controller. Since these were a double disconnect and the controller was power down there no alarms or faults status recorded. As a result, the reported event could not be confirmed during bench testing; the battery performed as expected. No failure detected, the reported event could not be confirmed or duplicated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was seen at his routine outpatient visit. At the visit, the patient reported that one of his batteries was associated with pump stops and "does not hold a charge". A preliminary review of the controller log files by the vad coordinator confirmed four motor power-ups. The battery was exchanged with no reported patient consequence. The site further reported that the patient was re-educated on the correct methods of connecting power sources to his controller.